Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Additional findings unrelated to the reported event. Found insulation damage noted at 20.4 ¿ 20.6 cm from the connector pin consistent with friction to device can.